Event description:
It was reported that a female patient underwent an interventional peripheral bilateral iliac stenting procedure on (B)(6) 2014. Access was obtained in the right common femoral artery and in the left common femoral artery. The right and left vessels were noted to be 7mm each. Following the procedure, the physician who is training to the aci device, selected two mynxgrip (6f/7f) vascular closure devices to close both the right and left access sites. The physician prepped both devices and deployed them per the IFU. The physician attempted to close the right artery first then proceeded to the left artery. When the physician shuttled the sealant down to a firm stop the sealant was visible on the skin for both the right and left groin. The physician completed the tamp, hold, dwell, swell and balloon removal steps. The scrub technician then held manual pressure on the right groin for 20 minutes and the physician held on the left groin for 20 minutes. Hemostasis was achieved for both arterial access sites. The patient was discharged to home the same day.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1409402) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00928 for the first device.